Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2016 with a non st-elevated myocardial infarction (nstemi). The procedure was to treat a lesion located in the mid circumflex with 90% stenosis. The vessel diameter was determined to be >2.5mm via angiography. Predilatation was performed with a semi-compliant balloon with residual stenosis reduced to less than 40%. A 3.0x28mm absorb gt1 was implanted. No post-dilatation was performed. No imaging was performed to confirm that the scaffold was fully apposed to the vessel wall. The final angiographic residual stenosis was less than 10%. The patient was asymptomatic and discharged from the hospital on dual anti-platelet therapy (dapt) consisting of ticagrelor and aspirin. The patient was placed on monthly follow-ups. On (B)(6) 2016, the patient was readmitted due to a stemi and subsequently intra-scaffold thrombosis was identified. Per the patient, they stopped taking their dapt two months post procedure. A 2.7 x 26 non-abbott stent was implanted intra-scaffold. The final patient outcome was good. The patient was placed on clopidogrel and aspirin. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The cine was received and reviewed by an abbott vascular physician who concluded the following: thrombosis of the absorb scaffold in the mid circumflex 4 months post-procedure due to combination of stopping dual antiplatelet therapy (dapt) at 2 months and an undersized, under-expanded scaffold at the time of implantation due to lack of full optimal implant technique (mostly lack of any post-dilatation). The reported patient effects of myocardial infarction and thrombosis as listed in the absorb gt1 instructions for use,(IFU), are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.